Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm medium-large clip applier instrument was analyzed and found to have (2) bent grips, causing the to be misaligned. The offset at the tips was 0.41 mm. The grips were not found to be cracked. Additional observation(s) related to the customer complaint: the instrument was put in housing-system for ¿clip test¿ and failed. Additional observation(s) not reported by customer: the instrument was found to have two (2) of the housing snaps broken. The broken piece was not returned, measuring roughly 0.1982¿ x 0.1372¿ in size. The housing snaps are located within the proximal end of the instrument and secure the housing to the instrument chassis. Component adjacent to the broken snaps do not show damage. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm medium-large clip applier instrument would not clip. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.